Event description:
It was reported that the ilet user initiated a fill-tubing prompt while connected to the infusion set, and approximately 0.07 units were dispensed into the body before the user was guided to exit the prompt. No reported symptoms. Outcomes included no medical intervention and no hospitalization. Investigation included technical support troubleshooting and user education on proper use of the fill-tubing function and the need to disconnect prior to priming. Investigation of this case revealed user error resulting in an unintended insulin delivery via the infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.